Event description:
It was reported that a nurse received in report that PICC had started "bulging" when flushed. PICC team was aware of this, was supposed to be addressed previous day but was not. It was stated PICC team instructed floor nurses to flush slowly. Nurse was flushing PICC post antibiotic infusion and the clear tubing in PICC line burst. PICC was immediately clamped and removed. Pressure held for 10min.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a large split was observed at the proximal end of the extension leg tubing of the catheter. This damage is characteristic of a burst, and the evidence observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) the product IFU states: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ and ¿do not flush against resistance.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse received in report that PICC had started "bulging" when flushed. PICC team was aware of this, was supposed to be addressed previous day but was not. It was stated PICC team instructed floor nurses to flush slowly. Nurse was flushing PICC post antibiotic infusion and the clear tubing in PICC line burst. PICC was immediately clamped and removed. Pressure held for 10min.